Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the technical service representative (tsr) discovered that the home patient (hp) had disconnected incorrectly from the setup. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient disconnecting incorrectly from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.